Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to load cartridge onto the pump due to an unspecified issue. The customer changed cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.